Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a dexcom app crash occurred. On 05/01/2025, the patient reported experiencing significant issues with the mobile application, which she stated nearly resulted in a coma. According to the complaint documentation, the patient blacked out for approximately three hours during which no alerts were received, and the app had reportedly shut down. She noted a gap of 3¿4 hours without glucose readings. The patient reported that the application crashed upon closing, and when relaunched, it prompted her to pair the sensor again. At the time of the event, the patient was using the insulet omnipod 5 system. According to the documentation, the system was not operating in modified closed-loop mode during the incident. It is noted that the pump reverts to open-loop mode in the absence of estimated glucose values (egvs). During the event, the patient experienced hypoglycemia and was administered sugar by her spouse. At the time of the report, the patient was reported to be in stable condition. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be potential patient misuse as the mobile device lost power.